Event description:
It was reported that insulin pump displayed malfunction code 12-0x2071 that could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, received replacement pump within warranty, and was instructed on continued insulin delivery using replacement device, while no additional information was provided about return of affected pump.